Event description:
Boston scientific received information that this right atrial lead displayed pace impedance measurements of greater than 3000 ohms and non capture. The lead also displayed undersensing. A lead revision procedure was performed. The lead was removed from the chronic device and tested through the pacing system analyzer. The lead continued to display high pacing impedances. Upon removal from the patient, the lead fractured in two pieces. All pieces of the lead were removed from the patient's body. The lead is to be returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned in three segments totaling 830 millimeters (mm). The middle segment was returned without insulation on it. The lead appeared to be fractured at 331 mm between the returned middle and the tip segment. The coils showed evidence of tooling marks and ductile dimples at 71 mm indicating the coil was cut. Both wires of the coils on the distal side of the 331 mm fracture site showed evidence of fatigue and titanium rich inclusions at the origin. There was only one fracture site due to fatigue.

Event description:
The lead has been returned.

Manufacturer narrative:
The lead has not yet been received for analysis. When additional information becomes available, this report will be updated.